Event description:
User facility reported that the device were placed in use with morbidly obese pt. According to reporter, during placement of the devices the operator withdraw the flange down the tubes past the 10mm graduations on the tubes and then over the tops of the pilot/inflation lines. According to reporter because of this flange placement, this caused airway problems with pt which required emergency tube changes (2 total changes for this pt). No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.